Event description:
It was reported that the lead moved from its original position post-procedure. The patient was pacemaker dependent. The patient was symptomatic as there was inadequate pacing in the rv and patient¿s underlying rhythm was 40 bpm. Lead repositioning was unsuccessful due to problem with the helix mechanism. Lead was explanted and replaced. Patient¿s condition was stable during and post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.